Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned impactor pad identified signs of repeated use (nicked/gouged) and the device was confirmed to have fractured in two (2) pieces. The device was found to be conforming where measured. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to repeated use of more than eleven (11) years of use, which resulted in wear and tear and fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the impactor pad fractured upon impaction. The malfunction did not affect the procedure and was not identified until the scrub tech notified the sales representative after the case was completed. No adverse events were reported as a result of this malfunction.